Event description:
It was reported the patient was having seizures. Their left eye turned back in an opposite direction and their whole right side was affected. They ended up going back to the hospital on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3210, serial # (B)(4), implanted: (B)(6) 1997, product type transmitter; product ID 3888-28, lot # l41795, implanted: (B)(6) 1997, product type lead; product ID 3888-28, lot # l41795, implanted: (B)(6) 1997, product type lead. (B)(4).